Event description:
Title: long term outcomes of laparoscopic magnetic sphincter augmentation for gastro-oesophageal reflux disease: high patient satisfaction with low dysphagia rates. Author: yasmin tabbakh, caoimhe walsh, tai joum tan, dhiren nehra. Citation: not provided. This study is about the long-term outcomes of this procedure with regard to its efficacy, in particular studying the dysphagia rate in relation to the linxvr device size. Between 2012 to 2019, a total of 124 patients (male: female ratio was 45:55) underwent laparoscopic magnetic sphincter augmentation (msa). Laparoscopic magnetic sphincter augmentation (msa). The following complications were reported as follows: post-operative dysphagia occurred in 59% of patients at 3 months, which decreased to 16% at 1 year. (N=3) required explantation of the linxvr device. In conclusion, our 7 years of experience with laparoscopic msa has demonstrated that this procedure is safe with high patient satisfaction rates.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. B3: unknown; captured as awareness date. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.